Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The integration of real-time continuous glucose monitoring (cgm) systems and pump therapy has been an important milestone in the management of type 1 diabetes and the more recent incorporation of control algorithms has offered potential to further improve clinical outcomes. The plgm system was incorporated in the minimed 640g pump (medtronic, (B)(6)). The pump, when used in conjunction with the medtronic enlite sensor and guardian 2 link transmitter, has the ¿suspend before low¿ feature, which suspends insulin infusion when hypoglycemia is predicted. In order to test the effectiveness and safety of the system over the long term, researchers conducted a 6-month randomized controlled home trial in real-life conditions in older children and adolescents. This age-group is at significant risk of hypoglycemia and in most surveys has higher glycated hemoglobin (hba1c) and potentially has the most to gain from strategies that potentially could improve glycemic control. This was a multicenter, unblinded, parallel, randomized controlled phase 3 home trial conducted by five tertiary pediatric diabetes centers in (B)(6). Ethics approval was received at each site. Eligible patients were 8¿20 years of age, had type 1 diabetes of at least 1 year duration, with hba1c of < 10% (< 86 mmol/mol), and had used insulin pump therapy for > 6 months. Patients were excluded if they had any medical condition predisposing to hypoglycemia, were on oral hypoglycemic agents, were pregnant, or were not able to comply and meet the protocol requirements. The ¿suspend before low¿ feature is a smartguard function on the minimed 640g pump. The low limit was set for the entire study duration at 3.4 mmol/l (61 mg/dl), and the pump would therefore suspend insulin infusion when sensor glucose (sg) was = 7.3mmol/l or 131mg/dl (70 mg/dl above the low limit) and predicted to be = 4.5 mmol/l or 81 mg/dl (20 mg/dl above the low limit) in 30 minutes. The primary objective of the study was the comparison of the average percentage of time spent in hypoglycemia (sg < 3.5 mmol/l) with plgm versus sapt. The secondary objectives were comparisons of events of hypoglycemia, defined as 20 minutes or more with sg < 3.5 mmol/l, and the average percentage of time spent with sg < 3.0 mmol/l and in hyperglycemia (sg 10¿15mmol/l and > 15mmol/l) with and without plgm. The study also evaluated the time spent in hypoglycemia during the day (6:00 a.m. To 10:00 p.m.) And night (10:00 p.m. To 6:00 a.m.). In addition, the safety of the system was determined by evaluating the number of ketosis events (blood ketones > 0.6 mmol/l) and glycemic control (hba1c) at the end of 6 months. 190 participants consented and entered the study. Twenty-one participants withdrew in the run-in period. Eligible participants were randomized with 87 to the control arm and 82 to the intervention arm. Eleven participants withdrew between randomization (visit three) and visit four, with a further eight withdrawals between visit four and end of the study. The reasons for withdrawal were multifactorial. While difficulty in inserting sensors, pain and bleeding at sensor site, sensor life, inaccuracies, and tape reactions were some of the reasons cited by participants, the intensity of the study, the need for increased parental support in younger children, and ability to comply with uploading the devices were reported by the others. Apart from one episode of diabetic ketoacidosis due to pump failure and poor management in the plgm group, there were no severe adverse events in the study period. These results supported the findings of the in-clinic studies that used the investigational plgm system and the short-term observational studies and trials that used the minimed 640g pump with the smartguard function in children and adults. In our study, both groups demonstrated a reduction in hypoglycemia, although the magnitude of reduction was greater with plgm.